Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent overlapping sphincteroplasty and bilateral sacrospinous fixation due to minor vaginal vault prolapse, rectocele and anal incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent another procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced hematuria, burning with urination, and urinary incontinence.